Event description:
As reported on (B)(6) 2013, a (B)(6) female patient presented for an ire for a pancreatic lesion invading the stomach. It was reported that patient experienced a perforation of the bowel. It was reported the patient was stable post procedure. Angiodynamics is attempting to obtain additional information in regards to the event and the patient's well-being. It was reported the disposable device was discarded by the user and is not available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient was stable post procedure. Angiodynamics is attempting to obtain additional information in regards to the event and the patient's well being. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).